Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hst iii seal (4.5mm), 5- pack. When the heart string was expanded into the aorta and pulled out, the tension spring part did not come out of the delivery device. Using a new device, the operation was completed without any problems. There is no harm to the patient.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h3: if other provide code corrected to "device discarded."

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - device problem code changed from "fitting problem" to "activation problem." Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.